Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 118.1 degrees fahrenheit which is greater than manufacture specification (118.1 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit), the device was noisy with a reading of 80.1 decibels which is greater than manufacture specification (80.1 decibels; specified reading is sound level must not exceed 76 decibels) and the drive shaft was broken. The broken drive shaft was consistent with using excessive force while the motor was in use. It was determined that the broken drive shaft was what caused the noise / heat. Although it was not detected during the assessment a broken drive shaft will cause the collar to catch intermittently and because of the overheating there can be smoke / smell present. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device collar caught intermittently, made a grinding noise and smelt. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.